Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in tricuspid position where upon insertion of the guide and implant system, it was realized the ivc (inferior vena cava) was entering the ra (right atrium) in a very low position. When flexed down the valve, it was noticed the implant was in the ventricle. Implanting physician performed gain height maneuvers and decided to bail the system out to try left access to provide more height. During the bailout procedure, the device engaged with the anatomy. All bailout steps were followed. Troubleshooting was performed to remove the system, and a chord was ruptured in the anterior septal portion of the valve. Patient was put on pressors after the rupture to help stabilize. Implanting physician was able to safely place two aces on the anterior septal portion of the valve and stabilize the ruptured chord. After placing the first implant, pressors were reduced and patient was stable. After placing the second implant, tr (tricuspid regurgitation) was reduced to mild-to-moderate. The procedure was completed. Patient is stable. Final tr was mild-to-moderate. Inspection of the first device after removal occurred verifying everything functioned properly. No abnormalities were seen on the implant. Cs (clinical specialist) believes the anatomy was unknowingly engaged and caused the clasp to malfunction. Of note, a smaller heart, low ivc, poor visibility, and entanglement all contributed to the chordal rupture. Pre-procedure tr was severe. Intra-procedure tr was massive. Final tr was mild-to-moderate. One-day post-operative follow-up from the implanting physician confirmed tr is mild and the patient is doing well.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 type of investigation: labelling review. The complaint for implant advanced too far, resulting in chordal entanglement was confirmed. Available information suggests operational context likely contributed to the event due to physician having flexed down and noticing the implant was in the ventricle (ivc was entering ra in a very low position). During the bailout procedure, the device engaged with the anatomy. All bailout steps were followed. Troubleshooting was performed to remove the system, and a chord was ruptured in the anterior septal portion of the valve. Therefore, the most likely cause of this event is due to operational context. The device history record review was not completed as no serial number was provided. Since no edwards defect was identified, corrective or preventative actions are not required.